Manufacturer narrative:
(B)(4). Technical support troubleshot this issue with the customer over the phone and suggested reviewing the dci settings and software level. Further review of the ventilator serial number indicates the ventilator is no longer being serviced by covidien/medtronic.

Event description:
It was reported that the ventilator was not communicating with customer's information system while on a patient. There was no harm to the patient. The patient remained on the ventilator until his therapy was complete.